Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 24-june-2024, it was reported by the patient that he developed cellulitis and treated with oral fluclox.. No further information was available.